Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01046. It was reported the patient underwent surgery on (B)(6) 2019 (device 1 of 2 reference MFR report#: 3006705815-2019-01049, device 2 of 2 reference MFR. Report#: 3006705815-2019-01048 ) where the patient developed a hematoma in the epidural space. The hematoma was very small it resolved on its own.